Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1541 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were red spots in the tube when it was attempted to use. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that there were red spots in the infusion set was confirmed and the source of the red material could not be determined. One 22g x 0.75¿ huber plus wis was returned for investigation. The infusion set was received with the clamp shut over the extension tubing. The protective tube was received over the needle and the end cap was attached. The needle and extension tubing appear clean and unused. The white end cap has multiple red particles on the portion inside of the hub. There is also two small red particle on the inside portion of the hub. There is unknown residue on the wing portion and the external surface of the hub. The distal tip of the needle showed no damage or deformation. The white end cap was removed. No red particles remained on the cap. The particles on the inside of the hub smeared when scraped, appearing to be wet. The particles did not flake off. No functional tests were performed. The photographs were forwarded to the manufacturing facility for further review. Since the returned sample had residue on the external surface of the hub in addition to the reported red flakes, and since there are no other complaints for this lot and the DHR review showed no issues during inspection, the cause and source of the material is unknown. Reynosa evaluation: the complaint due to ¿foreign material like blood was attached to the connection part¿ was confirmed but the exact cause is unknown. According to the photo evaluation and (bas) investigation it was observed a red-ish residue within the luer connector hub, but it could not be determined when or where the sample came into contact with the observed residue. The cause of this condition is unknown. A lot history review (lhr) of reby1541 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were red spots in the tube when it was attempted to use. There was no reported patient involvement.